Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Cse performed a total service on the analyzer including the dispensers and wash speed. The customer ran multiple tests with the sample to verify precision and was acceptable. Siemens concluded that the potential cause is the particular reagent wedge used in this scenario. System was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Four discordant, falsely elevated progesterone patient results were obtained on an immulite 1000 instrument. The initial results were not reported to the physician(s). The same samples were repeated on an alternate advia centaur instrument. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated progesterone patient results.